Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted to the hospital due to gastric malignant tumors and underwent radical gastrectomy in operation (B)(6). During the procedure, an absorbable ligature clip and reusable single applier was used, after the tissue was clamped and closed, it could not be separated from the instrument. Three appliers were used consecutively and none of them detached. There was no patient injury.